Event description:
It was reported that during lap cholecystectomy some of the clips fired on the cystic duct closed only on their distal part and not in their proximal one. Thus the surgeon had to apply more clips. No adverse pt consequences. No pt consequences were reported.

Manufacturer narrative:
Date sent: 12/04/2007. Info anticipated, but unavailable at this time.